Event description:
It was reported that the proturn guide wire was crossed into the right coronary artery (rca), a non-abbott guide wire was crossed the acute marginal (am) branch, and a non-abbott guide wire was crossed the right ventricular (rv) branch. After an intravascular ultrasound (ivus) was performed, a 3.0x38mm xience xpedition stent was deployed in the distal rca and a 3.5x28mm non-abbott stent was deployed in mid-distal rca. A non-abbott guide wire was re-crossed to the am branch and dilatation was performed using a 1.5x15mm trek balloon dilatation catheter (bdc). A non-abbott guide wire was re-crossed to rv branch and dilatation was performed with a 1.5x15mm trek bdc. Ivus was then performed. A 3.5x26mm non-abbott stent was deployed in the mid-proximal rca and ivus was performed, followed by post-dilatation with a non-abbott bdc. The proturn guide wire could not be removed due to interactions with the lesion. Angiogram revealed a fuzzy image in the rca, which was considered vessel spasm. Medication was administered; however, it did not resolve the spasm. A 1.5x15mm trek bdc was advanced over the proturn guide wire; however, the bdc could not advance all the way due to the contracted vessel. The bdc was used to poke the trapped guide wire to resolve the spasm. The guide wire was eventually removed by pulling and tapping on the guide wire. After removal, angiography was performed and the fuzzy image (spasm) was resolved. Additionally, after withdrawal, the guide wire tip was not smooth when touched. The procedure was completed at that time. There were no reported adverse patient sequela and no reported clinically significant delay in the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). Concomitant products: guiding catheter: heartrail jr4.0 sh (7-french); stent: 3.0x38mm xience xpedition, 3.5x28mm promus element plus, 3.5x26mm resolute integrity. The device was returned for evaluation and the reported irregular texture was not confirmed. The difficulty removing could not be tested as it was based on case circumstances. Based on visual, dimensional, and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other incidents for difficult to remove, irregular texture, or vasoconstriction reported from this lot. Based on the reviewed information, no product deficiency was identified.